Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged. During repositioning, the connector pin was damaged when using force to remove the stylet. The lead was explanted.